Event description:
It was reported that the dealer states unit shutting down with a high pressure failure. Pilot valve ohms reading out of range, (197 ohms). No allegation of patient injury, no additional information provided.